Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result was generated by the access 2 instrument. The customer indicated that accu tni result of 1.87ng/ml, flagged for delta check, was obtained. The accu tni result was not reported out of the lab. The customer re-tested the patient original sample for accu tni. The repeated accu tni result was 0.02ng/ml. On the same day, the customer collected a fresh sample from the patient in a different tube type and tested for accu tni. The accu tni result from the new sample was 0.02ng/ml. The customer indicated that two accu tni results obtained for this patient in the past were less than 0.05ng/ml. There was no report of change to patient treatment that can be connected with or attributed to this event.

Manufacturer narrative:
Qc chart for level 1 from 05/01/06 to 05/31/06 shows no issues with qc. Qc data from date of this event was not provided. System check from 06/08/06 was within specifications. The initial specimen was run from a red top tube. The repeats were done on red top and green top tubes. A field service engineer (fse) was dispatched to the customer lab on 06/08/06. The fse performed instrument performance verification testing protocol (accu tni precision, diagnostic, and system check); all results were within specifications. The fse verified that the instrument was performing per published performance specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.